Event description:
Technical services received a call on (B)(6) 2012. Caller reported ap signal being picked up on this rv channel (lead) at times, but it is not sensed. Per caller, no changes have been made and patient will follow up with his cardiologist next month. The caller did not recall any patient symptoms. Lead remains in service. Lead was implanted (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).